Manufacturer narrative:
Additional information was received that no further information can be obtained by bsn. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient stopped using the spinal cord stimulator system as it was causing the patient pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Other# field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm model #: sc-4316 lot #: 14326204 description: next generation anchor kit-sterile

Event description:
A report was received that the patient stopped using the spinal cord stimulator system as it was causing the patient pain. The patient will undergo an explant procedure.